Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving appropriate shocks for ventricular fibrillation. However, no atrial capture and high atrial capture threshold was observed during device check. The patient was asymptomatic due to atrial lead issue. Twiddler's syndrome was noted on chest x-ray. It was noted that the atrial lead was pulled back and it has perforated the atrium. This was confirmed through a CT scan also. Perforation was fixed by sternotomy. Atrial lead was explanted and replaced. Patient¿s condition was stable before and after the procedure.